Manufacturer narrative:
H11: the actual device was not received for evaluation, however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed air bubbles in the set access pre pump line. In the video, the access line is filled with water for demonstration purposes although the indication is that air would have been present in the blood. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small air bubbles were observed in the arterial connector of a prismaflex st100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.